Event description:
A doctor reported that during priming, the equipment did not recognize the kit after the incision had already been made for a silicone removal procedure. The procedure was aborted as a result of the event. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).